Event description:
It was reported that during a hemiorrhoidectomy procedure, the device could not cut the washer completely as the firing handle was too hard to grasp. The device was released forcibly. Although the tissue was cut, the staples did not come out partially and some staples that came out were malformed. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.